Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: alleged issue: the customer reported "catheter fell out when balloon was burst". No pt injury reported.